Manufacturer narrative:
Product ID: afr-00004, product type: radiofrequency generator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID afr-00008 (serial: (B)(6); product type: 3294-generator; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure, the sphere catheter was introduced into the patient and mapping was successfully completed, but pulsed field ablation could not be performed due to an error message indicating return 4 contact quality poor. The case was switched and completed with a different ablation system. The patient developed a cardiac tamponade.  Open heart surgery was performed to treat the tamponade. No further patient complications have been reported as a result of this event.